Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during bolus and basal rate deliveries. The customer was unable to troubleshoot at the time of the call as she was calling from the hospital. The customer was not in the hospital for diabetes, but was experiencing a blood glucose reading of 380 mg/dl. The customer stated that she was treated with an injection. Nothing further was reported.